Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred the 100% stenosed, target lesion was located in the moderately tortuous and severely calcified left below the knee artery. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed without any issues. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 12mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.